Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with a blood glucose reading over 400 mg/dl. The customer stated that he had received a no delivery alarm the night before the event that did not take care of. The customer also stated that he changes his infusion set every 3 days. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime test. Nothing further was reported.